Event description:
The consumer's husband states his wife sat on the commode and the left rear leg buckled, causing her to fall to the floor. She was allegedly transported by ambulance and had bruising. No serious injury is alleged.

Manufacturer narrative:
(B)(4). The commode, model #9830-4, date code (B)(4) was returned for an evaluation. The commode was two years old at the time of the incident with no previous complaints. Review of product indicates the unit was improperly loaded on the rear leg only. Improper loading of this type can result in bending. This failure typically occurs as a result of a user loosing her balance and falling with or onto the product. This is not a malfunction. User error is viewed as the cause of this incident. As a courtesy, the device has been replaced. No RMA has been issued for the return of this commode. The user instructions for the commode is part no 1148075. It is unknown if the consumer has fully read and understands the user instructions. The following warning is provided to the consumer. "Warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." The consumer's medical condition, stability and medication regimen are unknown. It is unknown if the consumer was being supervised at the time of the fall. The following warning is provided: "users with limited physical capabilities should be supervised or assisted when using the commode. The device was on a carpet. Rubber tips are used for stability and are to be used on a hard surfaces. The rubber tips can not make contact on a fabric carpet. The following warning is provided: "leg extensions with rubber tips must be in contact with the floor at all times." The consumer is (B)(6). It is unknown if additional loading was applied to the commode. "Always observe the weight limit on the labeling of your commode. Check that all labels are present and legible. Replace if necessary." It is unknown if the height adjustment was correct for the consumer. The following warning is provided. "Ensure that the snap buttons fully protrude through the same height adjustment hole of each leg extension. This ensures that the leg extensions are securely locked in position and that an even height adjustment is achieved." The set up and maintenance history of the device are unknown. The following warnings are provided: "make sure that all attaching hardware, screws, nuts and/or bolts are tight at all times." "Inspect rubber tips on the leg extensions for rips, tears, cracks or wear or if they are missing. Replace them immediately if any of these conditions exist." "If so equipped, the back tube wing nuts must be inspected regularly for tightness - otherwise injury or damage may occur." "Before removing/installing seat and lid, allow the seat and lid to reach room temperature if exposed to cold. This will help prevent the seat clamps from breaking when being removed or installed." "The commode seat must be installed before sitting on the commode."

Manufacturer narrative:
No RMA has been issued for the return of this commode. The user instructions for the commode is part no 1148075. It is unknown if the consumer has fully read and understands the user instructions. The following warning is provided to the consumer. "Warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." The consumers medical condition, stability and medication regimen are unknown. It is unknown if the consumer was being supervised at the time of the fall. The following warning is provided: "users with limited physical capabilities should be supervised or assisted when using the commode. The device was on a carpet. Rubber tips are used for stability and are to be used on a hard surfaces. The rubber tips can not make contact on a fabric carpet. The following warning is provided: "leg extensions with rubber tips must be in contact with the floor at all times." The consumer is (B)(6). It is unknown if additional loading was applied to the commode. "Always observe the weight limit on the labeling of your commode. Check that all labels are present and legible. Replace if necessary." It is unknown if the height adjustment was correct for the consumer. The following warning is provided. "Ensure that the snap buttons fully protrude through the same height adjustment hole of each leg extension. This ensures that the leg extensions are securely locked in position and that an even height adjustment is achieved." The set up and maintenance history of the device are unknown. The following warnings are provided: "make sure that all attaching hardware, screws, nuts and/or bolts are tight at all times." Inspect rubber tips on the leg extensions for rips, tears, cracks or wear or if they are missing. Replace them immediately if any of these conditions exist." "If so equipped, the back tube wing nuts must be inspected regularly for tightness - otherwise injury or damage may occur." "Before removing/installing seat and lid, allow the seat and lid to reach room temperature if exposed to cold. This will help prevent the seat clamps from breaking when being removed or installed." "The commode seat must be installed before sitting on the commode."

Event description:
The consumer's husband states his wife sat on the commode and the left rear leg buckled, causing her to fall to the floor. She was allegedly transported by ambulance and had bruising. No serious injury is alleged.